Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set had fluid flow (leak) with the twist clamp closed. This occurred during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 (lot #): replace h21a27097 with h21a21066. D4 (expiration date): replace january 27, 2026 with january 21, 2026. H10: should additional relevant information become available, a supplemental report will be submitted.